Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. The physician suspected the rv lead had fractured due to clavicular crush, however no lead damage was noted with fluoroscopic imaging. Subsequently, the rv lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.